Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-02383 / 02474).

Event description:
Patient underwent shoulder arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009 and (B)(6) 2011 due to unknown reason. The humeral component was removed and replaced on (B)(6) 2014. The glenoid was removed and replaced with competitor product.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient underwent shoulder arthroplasty on (B)(6) 2006. Subsequently, patient was revised on (B)(6) 2009 and (B)(6) 2011 due to unknown reason. The humeral component was removed and replaced on (B)(6) 2014. The glenoid was removed and replaced with competitor product. Additional information noted the patient was revised on (B)(6) 2014 due to disease progression.